Event description:
It was reported to philips that the system's frontal c-arm was unable to move to the correct position. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnosis of coronary procedure. The procedure was completed as planned. It was reported to philips that the system's frontal c-arm was unable to move to the correct position. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer reported that the system's frontal c-arm was unable to move to the correct position. The rse checked the system logs but found no evident findings. The rse suggested a repair action and requested on site support. The philips field service engineer (fse) went on site and inspected the c arc rollers, cable hose and its fastenings, and the drive belt without finding a problem. On further troubleshooting, the fse found that there is a movement block in the c-arc motor. To resolve the issue, fse replaced the c-arc motor and performed required calibrations. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure completed as planned by using the same system. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.